Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment had stripped threads. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 15-feb-2018. Device evaluation: the device has been returned and evaluated by product analysis on 12-feb-2018 with the following findings: a review of the pump black box data showed pump reboots had occurred. During a visual inspection of the pump, the battery compartment was found to be cracked and the battery compartment threads were stripped. There was corrosion observed inside the battery compartment. A leak test revealed a battery compartment leak. The returned battery cap had stripped threads and the cap was unable to maintain electrical connection; the alleged power issue was duplicated with the damaged battery cap. A test battery cap was able to secure properly to the pump with no power loss observed. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.